Event description:
It was reported visual inspection of the lead revealed the outer insulation to have disintegrated, with fluid seeping into the outer lumen. Despite normal function of the lead, it was decided to cap the lead and replace it. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.